Event description:
It was reported that on (B)(6) 2009, the 3.5 x 18 mm promus stent was implanted in the proximal left anterior descending (lad) artery and an unknown stent was implanted in the obtuse marginal (om) vessel. It was also noted that a dissection occurred the day of the procedure due to a non-abbott balloon and was treated with a stent. The patient was discharged the next day. On (B)(6) 2012, the patient presented with chest pain, shortness of breath and dyspnea on exertion. Angiography was performed on (B)(6) 2012 which revealed 100% restenosis in the lad and 80% re-stenosis in the om. A non-abbott stent was implanted in the lad to treat the restenosis. Dilatation was performed to treat the restenosis in the om. The event was resolved without residual effects to the patient. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported product deficiency and the product was not returned. The reported patients effect of dyspnea, angina, and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.